Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the surgeon had stated that they thought that the suretrak was a quarter vertebral body off. It was noted that the suretrak was black and they were using a tool that was 7 mm in diameter. It was noted that it was explained that the cad model displayed in the system is not an exact equivalent in thickness to what they physically had but the surgeon insisted it was not correct. There was no delay to the case as a c-arm was also being used to complete the case. There was no impact on patient outcome.